Event description:
Event reported "catheter twister, catheter replaced". Follow up with hcp revealed - patient presented at 2001 refill and 18 ml residual was found instead of 6.2 ml. Patient had symptoms of "flu including nausea and vomiting for about 3 weeks and had been experiencing increased leg pain. In 2002 excessive residual was found again and the catheter could not be aspirated. Catheter replacement was planned. Patient has been doing better at each visit since catheter replacement.